Event description:
Injection cap has become locked on multiple patient¿s IV catheter, causing additional interventions to remove the cap. It appears that the cap becomes locked if over tightened, but increase concern that cap will become loose if under tightened.